Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The inner tubing of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted a proximal segment of the lead 7.6 cm long was returned. Helix extension and retraction could not be tested as only a proximal segment of the lead was returned. The outer insulation, inner insulation, inner tubing, proximal conductors and distal conductors were cut at 7.6 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the patient experienced diaphragmatic stimulation when the pacing lead was connected to the implantable pulse generator (ipg). Repositioning of the pacing lead was attempted but the helix of the pacing lead exhibited a retraction issue. It was also noted that the stylet screw was unable to retract. The physician noted that the delivery catheter kinked during the procedure and the delivery catheter could not deliver the torque required. A snare was used to retrieve the lead and the physician extracted the pacing lead by cutting the lead into multiple pieces. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was no performance allegation related to the stylet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.